Event description:
A (B)(6) old male patient contacted zoll customer support to report that the patient's battery charger was not charging his batteries. The patient received a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation, there was liquid contamination on the charger battery board. The cause of the charger's inability to charge a battery is the corrosion on the battery board. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the damage charger/modem. The patient received a replacement battery and charger/modem.